Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat moderately calcified, moderately tortuous right coronary artery. After the successful deployment of an unspecified stent, a 3.50x18mm xience skypoint drug-eluting stent (des) got caught in the guiding catheter and the proximal end of the stent flared out. The des was able to removed independently. A new 3.50x18mm xience skypoint was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that the interaction between the stent delivery system and guiding catheter during retraction of the of the device contributed to the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.